Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00256: driver, 3025141-2019-00257: screw 1, 3025141-2019-00258: screw 2, 3025141-2019-00260: screw 4, 3025141-2019-00261: screw 5, 3025141-2019-00262: screw 6.

Event description:
While implanting an aculoc 2 plate in the patient, the surgeon used a driver to insert locking screws. The driver tip broke off in the screw and was left implanted.